Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was 2015. It was reported the catheter was replaced in 2015 because there was an infection at the line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.